Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that the electrode was allegedly deformed on the venous catheter. Reportedly, the catheter was advanced to the intended location; however, it was not activated and was removed without difficulty. A new catheter set was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. Investigation summary: the sample was received and evaluated. Electrode was bent. Distance was measured from distal side of magnet array to the furthest point on the electrode arc and found to be 2.28mm. Therefore, the investigation was confirmed for material deformation due to the fact that the returned sample was evaluated and the electrode appeared to be bent. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 08/2021). (Results and conclusion section).

Event description:
It was reported that the electrode was allegedly deformed on the venous catheter. Reportedly, the catheter was advanced to the intended location; however, it was not activated and was removed without difficulty. A new catheter set was used to complete the procedure. There was no reported patient injury.